Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "leak in iab alarm " issue. The fse completed full calibration, functional testing and safety check to factory specifications. The unit passed all calibrations, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a leak in iab circuit alarm while in use on a patient. No patient harm, serious injury or adverse event was reported.